Event description:
It was reported that a pump experienced system error 322 - link switch error (low) alarms. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Evaluation could not reproduce the reported symptom. The device was performance tested for over 24 hours with no occurrences of ec 322. Nine occurrences of ec 322 were confirmed through the ehlr portion of the evaluation. Although the device was determined to be operating within specification in relation to the reported symptom, the upper auxiliary assembly and the lower auxiliary assembly were replaced, as they are know contributors to the reported symptoms. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.